Manufacturer narrative:
(B)(4). Date sent: 4/8/2024. D4: batch #757c73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damaged and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number 757c73, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. D4: batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was placed on tissue by colorectal surgeon, & closed. Firing knob was pushed forward and returned and the stapler was removed. It was noted there was poor staple formation and many u shaped staples were reported. Additional information coming post procedure. No patient harm.